Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular - lv lead exhibited poor intrinsic lv electrical delay values at several positions. The lead was not used and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.